Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc0357 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the clamp broke on the venous extension leg. User had to find a replacement. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyc0357 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged clamp was confirmed; however, the root cause was undetermined. The product returned for evaluation was one venous lumen dialysis catheter clamp. The ID tag on the clamp indicated a 1.9 ml priming volume which matched the implicated catheter. Usage residues were observed throughout the sample. The clamp material appeared discolored. Two breaks were observed in the clamp, one at the apex and one at the latching bend. The breaks both occurred on the same side of the clamp. Microscopic inspection of the breaks revealed granular fracture edges. Material deformation was observed in the vicinities of the breaks. The locations and features of the breaks suggested that material failure occurred due to stress; however, it could not be determined how stress was applied or if additional factors contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Possible contributing factors include compression (crushing) stress and tensile (pulling) stress.

Event description:
It was reported that the clamp broke on the venous extension leg. User had to find a replacement. No patient injury reported.